Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this system exhibited a shocking impedance measurement of 145 ohms. A boson scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.